Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/06/2016 with the following findings: the review of the black box showed several unexpected power reboots on a single date. The battery compartment was cracked and the battery cap threads were stripped and were unable to secure. The ¿no power¿ original complaint was duplicated due to the stripped battery cap threads. A test battery cap was used, tightened to the pump and then loosened one half turn with no power interruptions. The pump was opened up and no intermittent conditions were found on the power printed circuit board. Unrelated to the original complaint, moisture damage was found in the battery compartment and on the battery cap. A leak test was performed and failed due to a battery compartment leak.